Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the patient has lost stimulation. An sjm representative met with the patient but was unable to provide resolution via troubleshooting due to the ipg being inoperable. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).